Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v155033, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that patient had implantable neurostimulator device removed in 2011 or 2012 because it just didn't work for the patient. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.